Event description:
It was reported that there was a downward occlusion. There is no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. When the pump starts running it shows immediately an upstream occlusion alarm. Calibration or replacement of the dso sensor is needed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.